Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-03732. The patient has an scs system for off-label use. It was reported the patient experienced lead erosion. In turn, the patient's lead was buried deeper via surgical intervention on (B)(6) 2017. Surgical intervention resolved the patient's issue. Note: both of the patient's leads are being reported because it is unknown which lead was liable.